Event description:
Paramedics were using the device to pace the pt diagnosed a third degree block. During transport of the pt to the ambulance, the crew allegedly observed the device pacer stopped functioning. The device was used to monitor the pt in transit to the hosp. The pt was delivered to the hosp with no change in condition. There was no report of adverse affect to the pt associated with the malfunction.